Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00053 on 29-may-2019. Additional information (17-july-2019): the siemens customer service engineer (cse) replaced multiple components and did not solve the issue. Siemens evaluated the service report and decided to replace the instrument with a new immulite 2000 xpi. The cse verified the operation of the new instrument, and there were no errors. The free triiodothyronine (ft3) assay ran on the new instrument and performed within specifications. No further evaluation of the device is required. Section h10 codes (method, results, and conclusion) were updated. MDR # 2247117-2019-00054 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and observed the issue occurred on (B)(6) 2019. Quality controls and patient sample results were acceptable in the morning and suddenly resulted below the reference range. Quality controls repeated and were below range. Other assays that are in use, thyroid stimulating hormone (tsh) and free thyroxine (ft4), on the immulite 2000 xpi were not affected. The customer decontaminated the immulite 2000 xpi and performed a recalibration, but the issue remained. A new reagent kit, with the same reagent lot, was introduced and recalibrated on the immulite 2000 xpi. Quality controls were acceptable and in the reference range along with patient samples results. Siemens is investigating this issue. MDR # 2247117-2019-00054 was filed for the same event.

Event description:
Discordant free triiodothyronine (ft3) patient's results were obtained on an immulite 2000 xpi. The initial results were reported to the physician(s). The customer did not perform repeat testing. There are no reports of patient intervention or adverse health consequence due to the discordant ft3 patient results.